Manufacturer narrative:
Htl registered this event as complaint number (B)(4). As the device was not provided a complete root cause failure investigation could not be performed. A retained controlled sample from the same lot was analyzed to evaluate the claim of material fragmentation or burrs on the needle itself. This type defect was not confirmed by the retained sample analysis. After taking off of the protective tab the analysis of the needle bevel was conducted with microscope, the test procedure was arranged with zoom 30x. The sample was found to be within the devices spec. There were no bevels broken or blunt and no burrs or fragmentation were detected. However we will continue to conduct complaint trend analysis to ensure that no trends develop regarding this type of report.

Event description:
A child allegedly had a portion of the lancet needle broken off in the skin during a product promotional event. Two (2) days after the lancing the child returned to the doctor with sore finger at the finger stick site. The doctor removed a small piece of metal from the childs finger and stated said it was from lancet. No further medical attention was required after removal of the foreign object.